Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was issue with the flexvision pc display. The fse found that the flexvision pc had a defective grabber card. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Event description:
It has been reported to philips that there was flexvision display problem. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and troubleshooting actions showed a problem with the grabber card. The fse replaced the flexvision pc and returned the system to use in good working order.